Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 270 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 143 mg/dl.